Event description:
Customer returned a n-550 for repair to our international affiliate service center in 2008. During service repair, the n-550 was determined to also have no audio tone.

Manufacturer narrative:
Covidien investigation isolated the no audio to the speaker and the speaker was replaced.